Event description:
On (B)(6) 2010, the patient had a computed tomography angiography that revealed an abdominal aortic aneurysm. On (B)(6) 2010, the patient was implanting the trunk-ipsilateral leg component and noticed on the angiograph that he had inadvertently covered the right hypogastric artery. The physician tried to balloon the trunk-ipsilateral leg component to move the device. The device was unable to be moved. The physician did state that the left hypogastric artery is widely patent. The patient tolerated the procedure. No additional procedures or treatments have been scheduled to treat the covered artery. The patient will continue to be followed closely.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.